Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by vad coordinator that the patient was admitted with signs of heart failure and fluid overload. The patient's international normalized ratio (inr) was sub therapeutic at admission. Patient was put on heparin drip. Crt dialysis catheter was placed and started. A CT scan showed the inflow cannulae to be pointed towards the septum. Pump speed at 8600. A right heart catheter and speed change echo was planned. The pump parameters, history, system controllers and cables were evaluated for possible issues. Additional information received confirmed that the patient's condition continued to worsen over the following days and a decision was made to exchange the lvad with another lvad on (B)(6) 2012.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.